Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute onyx drug-eluting stents (2.50mm x 12mm) and (2.75mm x 26mm) to treat a lesion located in the mid to proximal circumflex (cx) artery leading into the large obtuse marginal branch, with severe tortuosity (99%) and severe calcification. There were abnormalities reported in relation to patient's anatomy. There was no damage noted to the packaging. The device was inspected with no issues. The lesion was pre-dilated. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that stent (2.50mm x 12mm) deformation occurred in vivo during positioning. It was also reported that the undeployed stent (2.50mm x 12mm) came off in the patient in their circumflex artery. It was informed that the patient went for surgery and had a bypass. It is believed the stent remains in the patient and that the patient is reported to be alive and stable. It was also reported in the procedural notes that numerous attempts were made using non-medtronic guidewires and balloons to cross the lesion but were unsuccessful. Then a resolute onyx stent (2.75mm x 26mm) was attempted to cross the lesion, it was unsuccessful and was removed from the body.